Event description:
During a check-out procedure at the manufacturer's service center, a service required code related to "high internal oxygen" was observed. The device was not in patient use. The device's oxygen blending module board was replaced to address the issue.